Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) fired their implanting hcp since they were useless, pt wanted their ins taken out but they refused. When the doctor put the ins in they put it in the pts lung and they could not breath. The doctor punched the leads into the back and pt had scar tissue. With the ins near the lung pt could not breath. The doctor refused to do anything about it. Pt had contact other doctors but they told the pt to go back to the doctor who put it in but they refused. Pt could not hold their breath when it was on, pt only used the ins on cold days or if there was a 30 degree temperature drop for it was useless. Pt had attempted to contacted an attorney, pt was not satisfied and they hated it. Additional information was received from the hcp on 2022-june-20. Hcp reported that the ins was implanted at top t8 and top t10 epidural, and that there was no device issue noted during implanting the leads. Pt weight was reported.

Event description:
Additional information was received from an hcp on (B)(6) 2022. It was reported that the ins was implanted in the right buttock region around l1/l2/l3 area where the pt wanted it. The leads were implanted at the t7/t8 location. Pt was implanted (B)(6) 2020 and had follow up appointment on (B)(6) 2020. At the follow up appointment the pt did not report any issues with breathing. The pt was informed they may need to have their device adjusted before they will get full affect of the therapy. The pt affirmed they understood. The pt has not been back to see the implanting hcp since the (B)(6) 2020 appointment. The nurse also confirmed there were no calls from the pt reporting any issues with the device. They don¿t have any additional information regarding the patient¿s allegations nor any information on who the pt has been seeing since then.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.